Event description:
As reported, the introducer wire was inserted into the needle during a PICC placement and reportedly met resistance. The nurse tried retracting the wire slowly and it would not come out. She pulled the whole thing out (including the needle) and the wire was reportedly shredded.

Manufacturer narrative:
The complaint of a frayed guidewire was confirmed and the cause appeared to be use-related. The prod returned for eval was one nitinol guidewire and one safety introducer needle. The guidewire was inlaid through the needle and was stuck. The guidewire inner core wire was broken and the outer coil wire was broken and elongated. The distal weld tip was missing and was not returned for eval. Blood residue was abundant throughout the needle. Microscopic inspection of the distal tip of the introducer needle revealed material deformation at the proximal edge of the bevel. Flattened regions exhibiting increased luster were observed around the edge of the needle bevel. The damage observed in the needle bevel as typical of forceful contact between the bevel and a metal object such as the guidewire. Abundant blood residue was observed in the needle bevel and the outer coil wire appeared mired in the blood residue was observed in the needle bevel and the outer coil wire appeared mired in the blood residue. Microscopic inspection of the distal tip of the outer coil wire revealed a granular break surface. Material necking was observed in the vicinity of the break and the break edge appeared tapered. The break surface exhibited a slightly cupped shape. Microscopic inspection of the inner core wire revealed a slightly irregular break surface which appeared tapered. The proximal edge of the taper exhibited increased luster and an inward curving edge. The outer coil wire break was the result of tensile force while the inner core wire appeared to have been initiated by contact with a sharp edge such as the needle bevel. The characteristics of the needle bevel, inner core wire and outer coil wire and were all consistent with damage caused by drawing the guidewire back against the needle bevel. The IFU states "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of rezb1641 showed no other similar prod complaint(s) from this lot number.